Event description:
It was reported that, "the pin cold welded on the block and we were not able to remove the pin from the block."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.